Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-170mg/dl fasting. Verified the strips expire 03/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 299mg/dl and 233mg/dl fasting. Reviewed meter memory: 1:287mg/dl (B)(6) 2015 10:46:19 am fasting:yes 2:239mg/dl (B)(6) 2015 10:46:19 am fasting:yes. 3:320mg/dl (B)(6) 2015 12:00:00 am fasting:yes. 4:299mg/dl (B)(6) 2015 10:09:00 am fasting:yes. 5:233mg/dl (B)(6) 2015 10:46:19 am fasting:yes. No adverse event reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 170 mg/dl. Customer feels well. Med intervention is not required at this time. Back to back blood test performed which produced results of 299 mg/dl and 233 mg/dl. Verified test strip lot MFR's expiration date is 3/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.